Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. Engineering analysis of the device log files found no evidence of malfunction alerts or motor errors. The device functioned as intended during the reported event. Insulin delivery occurred appropriately in response to cgm readings, with alerts triggering as expected. Some alerts were not acknowledged by the user. No device-related malfunction was confirmed.

Event description:
On (B)(6) 2025, the user reported that the ilet was delivering insulin during low blood glucose (bg) levels. The lowest bg recorded was 45 mg/dl. Symptoms included shakiness and cold sweats. No outside assistance or medical intervention was required. Initial review of device reports indicated the user was not announcing usual meals and was announcing meals primarily to correct high bg readings. The user was advised to follow up with their healthcare provider for further education and review of meal announcement practices.